Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber was returned to fph in (B)(6) and was visually inspected. Results: visual inspection revealed that there was a break in the feedset tubing at the connection to the chamber dome. The surface of the break was rough (not smoothly cut). It was also observed that the dome was cracked at one of the chamber ports and the crack stretched towards the base. Sticky residue was also found beside the crack. A lot check revealed one other complaint related to broken water feedset tube for lot number 140725. Conclusion: the reported leaking appeared to be caused by the tube being pulled away from the chamber dome, possibly due to the feedset being caught or under tension. This is evidenced by the rough break. It is likely that the crack on the dome was due to impact to the subject mr290v chamber. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to leaks, cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chamber would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions, could lead to a loss of ventilation pressure." - "set appropriate ventilator alarm." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." Our monitoring and trending of complaints involving damaged water feedsets in mr290 autofeed humidification chambers has a rate of occurrence of (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the chamber dome and water feedset tube of an mr290v vented autofeed humidification chamber. This was observed before use on a patient.